Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. The tilted filter reportedly migrated with one filter limb perforating the ivc wall. No other information was provided about this event. The patient status is unknown at this time.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: based on a review of the medical records received: the vena cava filter was indicated for dvt. Access was gained to the right common femoral vein and a venacavogram demonstrated normal caliber and patency of the ivc. The filter was successfully deployed in the infrarenal ivc without incident. Manual pressure was held at the access site. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: medical records were provided. The medical records allege a filter was deployed successfully below the renal veins. No filter deficiency was reported within the medical records. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. The tilted filter reportedly migrated with one filter limb perforating the ivc wall. No other information was provided about this event. The patient status is unknown at this time. New information received: medical records were received and reviewed. The vena cava filter was successfully deployed in the infrarenal ivc without incident for dvt. Manual pressure was held at the access site. No additional information was provided in medical records received.